Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid temperature delivery verification test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed hc return instrument test/evaluation (rite) electrical test but initially failed rite functional test due to heater bag temp test failed performance spec. However, upon further testing, this failure could not be reproduced and the device was found to be operating within specifications. The assignable cause for the rite failure of heater bag temp test failed performance spec was undetermined.